Event description:
It was reported that at the initial implant procedure, the doctor could not get the catheter to the location that was requested. The issue was due to patient anatomy and stiffness. There were no patient symptoms related to this event. The patient was currently receiving effective therapy. The device system delivered baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).